Event description:
The customer alleged that the sixteen laryngoscopes that were processed in the sterrad 100nx at different times were damaged. The rubber near the eye piece bubbled and, the area where the electrode turned grey and rough in texture. The customer stated that the scopes are cleaned first by rinsing under running water, then a solution is prepared with half pump of scope-zyme enzymatic detergent in one gallon water. They are then rinsed under running water. The scopes are also processed in tyvek pouches. It was also reported that the customer contacted the manufacturer which stated that these scopes were compatible in the sterrad. There were no reports of physical complaints related to the damage. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, damaged device, labeled. Other: capital equipment, evaluated at customer site. The fse found unit operating normally as it should be. The customer informed the fse that he had performed his own investigation and found that their process was flawed in that they either left these scopes in the enzymatic solution far too long, or did not rinse well enough. The customer proved this by running these same scopes through the system one unit and they came out with the same result. They are now rinsing these scopes before placing them in the sterrad 100nx and they are being processed normally. The fse watched as a load completed. The customer stated that he knows now that this problem was never the fault of the sterrad 100nx and the process has been changed to include a more robust rinse to remove the enzymatic prior to processing them in the sterrad 100nx. This unit is operating as it should be. Reference mdrs: 2084725-2008-00666, 667, 668, 669, 670, 671, 673, 674, 675, 676, 677, 678, 679, 680, 681.